Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed a drastic voltage drop leading to a cs177 low battery warning and a cs128 replace battery alarm, indicating short battery life. During testing, the ez-prime steps were performed correctly. All current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found on the power circuit or the cgm module. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. (B)(4).